Event description:
Patient is a 67-year-old male seen today in consultation for a visit from his endograft repair. Follow-up computerized tomography (cat) scan showed retained small snare wire of the afx device with the proximal end between the endograft and the aortic wall and the distal end in the superior mesenteric artery (sma). Patient had to return for an angiogram on (B)(6) 2025, for retrieval of foreign body.